Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. One maxcore biopsy needle was returned. A drop test was used during functional evaluation and, after the sample was released, the top slide self-activated. An xray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was observed that right side bumper was missing. Therefore, the investigation is confirmed for self-activation. The missing right bumper likely contributed to the incomplete cannula tang engagement and self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided. Therefore, a device history record review cannot be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no reported patient injury.